Event description:
The nurse reported a posterior capsule tear and then the cpc (pneumatic) connector would not fit the anterior vitrectomy probe. The case was completed. The nurse stated there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and found the pneumatic connector was fitting too tight. The connector was replaced. This was not related to the patient event reported. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 12/23/2008.